Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of recurrent extensive deep venous thrombosis (dvt) and pulmonary embolism (pe) was a poor candidate for anticoagulation secondary to persistent vaginal bleeding; therefore, a vena cava filter was indicated. The right anterior neck was prepped and draped in the usual sterile fashion. Ultrasound guidance and a micropuncture needle were used to gain access into the right internal jugular vein. A catheter was advanced over guidewire to the inferior vena cava. A venacavagram performed demonstrated the position of the renal veins, the cava to be free of thrombus, and no evidence of caval abnormalities. The venotomy tract was serially dilated and fluoroscopic guidance was used to deploy the filter in the infrarenal ivc. The patient tolerated the procedure well and was stable at the conclusion. Approximately six years eight months post filter deployment, the patient was found to have had a pulmonary embolism. The patient was diagnosed with chronic thromboembolic pulmonary hypertension and a small patent foramen ovale. Bilateral pulmonary thromboendarterectomy with deep hypothermia and circulatory arrest and closure of a patent foramen ovale were performed. The operation found an estimated pulmonary vascular resistance between 4 and 5. There was chronic thromboembolic scarring in all the lobar branches and evidence of a small amount of laminar thrombus in the intermediate trunk on the right side. There was unidirectional right-to-left shunt across the pfo. An intraoperative echo found the right ventricle to be dilated with mild systolic dysfunction and a 2+ mitral regurgitation. Two mediastinal left and right pleural drains were placed and closure commenced in the usual fashion. Patient was transported to intensive care unit in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: no device was returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed for a history of dvt and pe. Approximately six years and eight months post filter deployment, the patient was found to have a pulmonary embolism. Based on the medical records, it can be confirmed that the patient had pe after filter implantation. However, the investigation is inconclusive as the relationship to the filter and pe cannot be established. It is unknown the origin of the pe in the patient. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: -recurrent pulmonary embolism, this has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The vena cava filter was successfully deployed for recurrent deep venous thrombosis and pulmonary embolism. Approximately six years eight months post vena cava filter deployment the patient had a known pulmonary embolism with a diagnosis of chronic thromboembolic pulmonary hypertension which required bilateral pulmonary thromboendarterectomy. The patient was hemodynamically stable at the conclusion of the surgery. No additional medical records were received for this patient.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years eight months post vena cava filter deployment the patient had a known pulmonary embolism with a diagnosis of chronic thromboembolic pulmonary hypertension which required bilateral pulmonary thromboendarterectomy. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years eight months post filter deployment, the patient was found to have had a pulmonary embolism. The patient was diagnosed with chronic thromboembolic pulmonary hypertension and a small patent foramen ovale. Bilateral pulmonary thromboendarterectomy with deep hypothermia and circulatory arrest and closure of a patent foramen ovale were performed. The operation found an estimated pulmonary vascular resistance between 4 and 5. There was chronic thromboembolic scarring in all the lobar branches and evidence of a small amount of laminar thrombus in the intermediate trunk on the right side. There was no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6 (method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.